Manufacturer narrative:
The biomedical engineer corrected the reported fault. The resolution is unknown. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit restarted during a case. There was no report of patient injury.